Manufacturer narrative:
The actual product involved with the incident reported will not be returned; due to the item and/or lot were not provided we are unable to determine the 510k. Method: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Infection, is a known risk with any suture material. The most probably root cause for post operative infection and skin erosion can not be determined with certainty without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. (B)(4). Item number and finished good lot number are unk.

Event description:
It was reported that the "stratafix barbs eroded through the skin causing infection". It is unk what treatment was done for the patient. It is unk what product code was used. There is no additional info about the complaint at this time. (B)(4).